Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of dysmenorrhea, right lower quadrant pain, drug allergy (trazodone, codeine.), abortion (1), parity 4, multi gravida, dysfunctional uterine bleeding and menorrhagia. Previously administered products included: klonopin, lexapro, seasonique and tylenol. On (B)(6) 2013, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (a da vinci bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram pelvis] on (B)(6) 2013: CT pelvis without contrast. Indication: right lower quadrant pain. Previous oophorectomy for dermoid tumor. Right ovary not seen on pelvic ultrasound. [Pathology test] on (B)(6) 2013: clinical history: desire sterilization for family planning, failed essure specimen (received). Endometrium curettage; fallopian tube, sterilization, right and left tubes. Final pathologic diagnosis: endometrium, curettage: non-dateable fragments of endometrial tissue involved by glandular breakdown and stromal collapse with changes suggestive of progesteronal (hormone) effect. Fallopian tubes, bilateral, sterilization: complete cross sections of both fallopian tubes identified without significant histopathologic abnormality gross description: specimen b is labeled "right and left tubes" and consists of two fallopian tube segments that measure 5.8cm and 6.0cm in length and average 0.5cm in diameter. One segment is inked [ultrasound pelvis] on (B)(6) 2013: comparison: pelvic ultrasound on (B)(6) 2013. Findings: gu: uterus is present and somewhat lobulated in its appearance. No significant adnexal mass is appreciated. Impression: uterus lobulated in its appearance. This could relate to myomatous change. No significant adnexal mass is appreciated. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of dysmenorrhea, right lower quadrant pain, drug allergy (trazodone, codeine.), abortion (1), parity 4, multi gravida, dysfunctional uterine bleeding and menorrhagia. Previously administered products included: klonopin, lexapro, seasonique and tylenol. On (B)(6) 2013, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (a da vinci bilateral salpingectomy.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram pelvis] on (B)(6) 2013: CT pelvis without contrast indication: right lower quadrant pain. Previous oophorectomy for dermoid tumor. Right ovary not seen on pelvic ultrasound [pathology test] on (B)(6) 2013: clinical history desire sterilization for family planning, failed essure specimen(received) a: endometrium curettage. B: fallopian tube, sterilization, right and left tubes final pathologic diagnosis. A. Endometrium, curettage: non-dateable fragments of endometrial tissue involved by glandular breakdown and stromal collapse with changes suggestive of progesteronal (hormone) effect. B. Fallopian tubes, bilateral, sterilization: complete cross sections of both fallopian tubes identified without significant histopathologic abnormality gross description: specimen b is labeled "right and left tubes" and consists of two fallopian tube segments that measure 5.8cm and 6.0cm in length and average 0.5cm in diameter. One segment is inked [ultrasound pelvis] on (B)(6) 2013: comparison: pelvic ultrasound, (B)(6) 2013. Findings. Gu: uterus is present and somewhat lobulated in its appearance. No significant adnexal mass is appreciated. Impression: 1. Uterus lobulated in its appearance. This could relate to myomatous change. No significant adnexal mass is appreciated. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.